Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.

Event description:
A 2.75 x 33mm cypher select plus stent was selected for the procedure. When negative pressure was applied, before inserting the product into the patient, air was sucked into the inflation device pointing to a leak in the system. There was no visible evidence of a hub crack. There was no patient injury reported.